Event description:
The reviewed literature article contained a study of 115 patients with 115 csf shunts from 12 north american or european pediatric neurosurgical centers. The shunts consisted of unspecified medtronic delta-type valves. The source literature reported the following events: 38 surgical revisions due to shunt obstruction, 9 surgical revisions due to overdrainage, and 9 surgical revisions due to infection.

Manufacturer narrative:
(B) (4). These reportable events were identified during review of scientific literature. The article contained only limited and non-specific device and patient information. Contact with the corresponding author has been unsuccessful in yielding additional information on individual events. The events reported in the source literature could not be matched to information previously reported to medtronic neurosurgery. The described failure rates were within expected ranges for csf shunting procedures. Drake jm, kestle jr, milner r et al. Randomized trial of cerebrospinal fluid shunt valve design in pediatric hydrocephalus. Neurosurgery 1998 august;43(2): 294-303.